Event description:
Reportedly, valve explanted after 1yrs and 3 months implant duration due to the ring coming loose and a pig valve was put in its place. No further information available.

Manufacturer narrative:
Device not returned.